Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of fibrosis, high intraocular pressure, irritation, conjunctival perforation, and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that a xen 45 gel stent had perforated the conjunctiva during surgery. The stent was repositioned and put a suture in it and sent the patient home. On the second post-op date the stent was curling underneath the conjunctiva and the physician performed a ¿needling¿ and ¿patched¿ the patient. The intraocular pressure was 12 and the physician scheduled the patient for surgery. The patient came to the office and the stent was bothering them and it had moved from 2 to 4 millimeters out. The physician pulled the stent in the office and treated the patient with antibiotics and rescheduled the patient for surgery to replace it. The revision surgery occurred and the "surgeon comments that post op look great".